Event description:
Event was determined to be reportable based on analysis completed on 04/28/2008. It was reported that during preparation for a carotid artery stenting (cas) procedure, preparation difficulties were encountered. The lesion was located in the right internal carotid artery and extended to the carotid bifurcation. Upon attempting to load the 9mm x 40mm carotid wallstent over the filterwire ez embolic system, resistance was encountered as the filter wire exited the monorail port. Another attempt was made to advance another second carotid wallstent over the filterwire, but resistance was encountered again as the filterwire exited the monorail port. The physician inspected the back end of the filterwire and noticed a "roughness" on the filterwire. It was further reported that the physician did not want to lose the position of the filter wire already deployed in the distal internal carotid artery; therefore, he trimmed 2 to 3cm off of the "back end" of the filterwire and successfully loaded the first 9mm x 40mm carotid wallstent over it. The carotid wallstent was successfully advanced to the target lesion and deployed. The procedure was completed successfully with this device. The pt's status was reported as "stable, no complications." Device analysis revealed tip of the filter bag was no longer bonded to the protection wire and the filter bag was torn in multiple places.

Manufacturer narrative:
A visual and microscopic examination of the returned device revealed a retrieval sheath with the filter outside. A small portion of the protection wire was returned inside of a jar. It was noted that the tip of the filter, which is bonded to the protection wire was no longer bonded. The retrieval sheath was kinked where the marker band is located. The protection wire was kinked at 26.5cm, 99cm, 160cm and 168 cm, measured from the distal tip of the protection wire. The retrieval sheath was also kinked at 19cm, 90cm, and 119 cm, measured from the distal tip of the retrieval sheath. Analyst was unable to determine the force required to sheath and unsheath the filter bag due to the condition of the filter bag (torn) upon receiving the product. The distal tip of the retrieval sheath, at the marker band, was pinched, which may have resulted from procedural complications. In addition, the filter bag was significantly damaged. The tip of the filter bag was no longer bonded to the protection wire and the filter bag was torn in multiple places. After normal use, the filter bag is not in this type of condition. Since this damage was not noted by the physician, it will be assumed this damage may have occurred during shipment - blood dried up on the filter bag and when the blood dried, it may have made the filter material brittle. A review of the mfg records for this batch shows that the device met its material, assembly and product specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).